Event description:
After removal of a jp (jackson-pratt) drain that was placed in surgery the day prior, the tip of the drain appeared broken. Imaging confirmed that the drainage tip was retained in the body, with no visible extension of the catheter outside the skin. The retained item was surgically removed. It was about 8.5 cm in length.